Event description:
It was reported that the patient presented for an implant procedure. It was noted that while repositioning, the right ventricular (rv) lead exhibited intermittent loss of capture and low amplitude noise caused by the instability of the rv lead tip. The patient experienced premature ventricular contractions and non-sustained ventricular tachycardia. The lead was not used and was replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported event of intermittent loss of capture and signal artifact were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead was normal with no anomalies except for damages consistent with procedural damage.